Event description:
It was reported that the ventricular lead exhibited noise due to clavicular crush. The lead was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 36.2 - 36.3 from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The exposure of the outer coil in this location could have contributed to the noise reported in the field.